Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) deflated as the user performed the two pull backs. Another mynxgrip device was attempted to be used and the same thing happened. The devices came out from the sheath and were checked on the table. The balloons were noted to be deflating and the indicator on the end of the handle was going back in. There was no reported patient injury. The mynx devices were used in an interventional peripheral procedure. The procedure used a retrograde approach. The user was certified on the use of the mynxgrip. The mynx vcds were prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no resistance/friction experienced as the mynx vcds were advanced through the sheath. Hemostasis was achieved with manual compression. The patient was neither hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient is noted to have recovered. The products were not returned for analysis as the site did not keep them. The device history record (DHR) reviews of lot f1817801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, access site vessel characteristics (lost pressure after second pull back) and/or the condition of the sheath may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR reviews nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01017.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) deflated as the user performed the two pull backs. Another mynxgrip device was attempted to be used and the same thing happened. The devices came out from the sheath and were checked on the table. The balloons were noted to be deflating and the indicator on the end of the handle was going back in. There was no reported patient injury. The mynx devices were used in an interventional peripheral procedure. The procedure used a retrograde approach. The user was certified on the use of the mynxgrip. The mynx vcds were prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no resistance/friction experienced as the mynx vcds were advanced through the sheath. Hemostasis was achieved with manual compression. The patient was neither hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient is noted to have recovered. The devices will not be returned for evaluation as the site did not save the devices.